Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
Per maude event report form, #(B)(4), advising that during an unknown procedure; the clip applier was used in surgery and clips were not properly closing. After the clip was applied, the clips would come right off. It is not known how the procedure was completed. There were no patient consequences reported.